Event description:
As reported for this event by the customer, during preparation for use the device image was disappearing intermittently and there was bad contact with the optical fiber. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. When connecting the device to the video processor no proper image was shown, and it appeared distorted with noise. This failure was due to the faulty charge couple device (ccd) sensor. In addition, the cable condition revealed a pinhole on its sheath and water tightness was lost. No humidity was found inside the device. Due to the malfunction of image functionality, the white balance could not be properly adjusted as usual. For this reason, an error message e311 was displayed on the monitor during testing. Exposure to excessive heat, humidity or simply age may explain the ccd sensor failure. Furthermore, the causal link between the video cable defectiveness and the visible damage was probably the use of a pointed or sharp object which may have come in contact with the cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the intermittent image was unable to be duplicated. However, the device did display a noisy image. It¿s likely the noisy image was due to a faulty charged coupled device (ccd) or cable failure. It¿s likely the cable failure was due to flooding from the cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.